Manufacturer narrative:
H.6 investigation summary: material #: 368650. Lot/batch #: 3262950. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that protective sleeve breaks off from needle resulting in unsafe needle. No patient impact.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that protective sleeve breaks off from needle resulting in unsafe needle. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.